Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a battery out limit alarm and a blank display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 87 and 105 mg/dl. The customer inserted a new battery and the display returned. The customer was shipped a replacement battery cap to rule out any possible issues with the cap. The customer was advised to monitor the device and call back if issues persisted. Nothing was returned.